Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under (B)(4). The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that twelve days post implantation of a vascular stent, the patient presented with pain. Angiography demonstrated a stent fracture and thrombus. A bypass operation was performed to treat the patient.